Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 corrected fields: e2, e3, g2 (adding health professional), information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: cable breakdown and poor communication. The cause of the cable failure is assumed to have been flooded through the cable pinhole. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: image appears dark, camera buttons do not work, story books in corners of monitor, faded rear cover needed to be replaced, found error224 causing dark image and switch are not working due to error224 bad cable unit needed to be replaced and fail water leak test from cable tiny pin hole unable to take picture the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head image appears dark, camera buttons did not work and story books in corners of monitor. The issue was found during preparation for use. There were no reports of patient harm.